Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) experienced post implant intermittent pacing inhibition which led to greater than 2 seconds of asystole. An x-ray was taken that revealed some subclavian pinching on the non-boston scientific leads. The physician suspected some lead-on-lead chatter. There were atrial tachy response (atr) episodes stored with noise on them. The device was programmed to dual chamber pacing with no sensing. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure and received a new rv lead. No further complications have been reported.